Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had foreign body in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual identifies verbiage with detection and prevention methods associated with reprocessing in ¿evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection¿ and ¿evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures.¿ olympus will continue to monitor field performance for this device.